Event description:
A report was received regarding the development of peri wound skin maceration. The dressing is not sticking and therefore falling off when there is moderate to large amounts of drainage. Additionally, the dressings are not comfortable as they seem to be thicker and bulkier than mepilex border.